Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas pro ise analytical unit. The sample initially resulted in a sodium value of 140 mmol/l. A physician questioned the result, so the sample was repeated. The sample was repeated on a second analyzer, resulting in a value of 127 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
The sodium electrode lot number and expiration date were requested, but not provided. The customer ran some ise checks, but some were failing. The investigation is ongoing.

Manufacturer narrative:
Calibration data was stable. Quality control data showed an outlier on the day of the event. A review of alarm trace data showed abnormal probe aspiration alarms near the time of the event. The field service engineer determined the issue was caused by residue in the sample probe and dilution vessel, resulting in liquid backflow from the vacuum nozzle into the vessel. The sample probe was replaced. The dilution vessel and sipper probe were cleaned. Probe positions were adjusted. Chipped ends were found on the sipper probe and vacuum nozzle, so these were also replaced. The dilution vessel was replaced. The vacuum nozzle height was adjusted. New electrodes were installed. Ise checks were performed. Calibration, controls, and precision studies were acceptable. The investigation determined the service actions resolved the issue.